Event description:
Medical ctr began using the becton/dickinson "guardian" sharps container in 8/99. Within three months and increase in sharps disposal injuries was noted. After meeting with bd engineers regarding the design fault of the lid that flips sharps toward the user, a new lid was designed. This new lid was "more sensitive". The sharps box related disposal injuries doubled. Institution changed out all the hazardous containers.